Event description:
It was reported that following an MRI, the pt's device presented with a confirmed motor stall noted in event logs with no motor stall recovery recorded. The pt did not experience any therapy or medical problems. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).